Event description:
This report summarizes 2 events for the failure: overheating of device. - 2 events had no health consequences or impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 devices were evaluated based on historical data analysis. Additional information 2 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99096. Supplemental rationale. Corrected data: b5, h11. 2 previously reported events were included in this follow-up record. Product return status. 2 devices were evaluated based on historical data analysis. Evaluation findings (results/components). 2 devices: degradation problem identified, lubrication problem identified, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition. 2 devices: product not received.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between april 1 ¿ june 30, 2025. This report summarizes 2 events for the failure: overheating of device. - 2 events had no health consequences or impact.